Manufacturer narrative:
D4 - UDI correction - (B)(4).

Manufacturer narrative:
The following was returned by the customer for complaint investigation: -one used list #46104-65, tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set; lot #unknown. The reported complaint of leakage was confirmed on the returned set. An image was provided by the customer showing the involved device. During visual inspection of the sample, a crack was observed on the millex filter luer which is bonded to the male luer. When the returned set was primed and pressure leak tested, a leak was observed from the crack on the millex filter. The probable cause of the crack on the millex filter luer is unknown.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set. It was reported that the patient aline tubing was changed overnight as the tubing was due. During skin rounds, around 0900, the patient's bed was found to be wet. It was determined that the liquid was coming from the aline tubing near the filter. The aline was able to be drawn then but could not flush. The customer had to redo the aline tubing. No obvious cracks noted, no holes, cuts or any defect noted. It was unknown what was infusing. There was patient involved but no patient harm reported.